Event description:
The tube detached from the drip chamber.

Manufacturer narrative:
The sample has been sent to our engineer for the investigation. Attempts have been made to obtain additional information. Upon completion of the investigation, a supplemental report will be submitted.